Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced a new on set of stress urinary incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.